Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the blue sureform 60 reload for failure analysis investigation but at this time, the product has not been returned. If additional information is received, a follow-up MDR will be submitted. The customer resolved the issue, prior to contacting isi technical support, by replacing the sureform 60 stapler instrument and the reload. A photo provided by the customer was reviewed by an isi clinical development engineer (cde). Per the cde, the image shows un-approximated tissue and bleeding along a segment of the staple line. There are also unformed staples that are not fully embedded in tissue, suggesting the tissue pushout event as described. An isi advanced failure analysis engineer conducted a stapler log review and found the following: the available logs only show the 4 firings performed by sureform 60 stapler instrument part #480460-09, lot #t91211102-0305) involving blue stapler reload. All firings were completed per the logs. The first and the third firings had 1 pause for compression, and 2nd and 4th firings had no pauses. The instrument did not have any incomplete clamps. From the tool table, it can be inferred that sureform 60 stapler instrument (part #480460-09, lot #t91211102-0307) fired two reloads, and that the colors were 1 blue and 1 green (order and firing status unknown). There are no stapling related errors in the logs. This complaint is being reported due to the following conclusion: during da vinci-assisted sleeve gastrectomy surgical procedure, a sureform 60 stapler instrument with a blue sureform 60 reload installed, allegedly misfired on the second fire. Due to the misfire, the surgeon had to redirect the staple line by taking in more tissue, making the stomach smaller than initially planned. The cause of the customer reportedly failure mode is unknown at this time.

Event description:
It was reported that during da vinci-assisted sleeve gastrectomy surgical procedure, a sureform 60 stapler instrument with a blue sureform 60 reload installed allegedly misfired on the second fire. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon reported that the instrument was inspected prior to use per standard procedure, and no issues were noted. The surgeon had not experienced any clamping issues before the alleged misfire occurred. The surgeon indicated that the second fire has to overlap a bit on the first staple line. At the angle in which the second staple line is fired, he speculates that the sureform 60 reload blade is possibly not strong enough to push through the staple(s) from the previous staple fire. The tissue was dragged and a hole was identified in the proximal side of the staple line. Staples were missing from the tissue. A partial staple line was present on the distal end; however, the staples were not clean. He then placed retractory sutures on the hole and then replaced the sureform 60 stapler instrument and the reload. The surgeon then stapled parallel to the misfired staple line with a slight overlap between the rows of the previous staples. No buttress material was used. The target tissue was reportedly healthy and not previously exposed to radiation. There was no tissue tension or bunching of tissue. There was no error from the system at any time during this event. There were malformed staples within the stapler reload pockets after the misfire. A leak test was conducted and there was no leak detected. The patient is reported to be recovering well. Due to the misfire, the surgeon had to redirect the staple line by taking in more tissue, making the stomach smaller than initially planned.